Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to mishandling causing damage to the screw.

Event description:
On 19-dec-2025, it was reported by an arthrex subsidiary employee via email that an ar-8933v-14s low profile va locking screw could not be locked to the plate. After drilling through the variable drill guide, the screw was inserted but failed to lock. Multiple reinsertion attempts were made, but the screw still would not lock properly. The surgery was completed using a new ar-8933v-14s low profile va locking screw. No significant surgical delay was reported, no additional anesthesia was administered, and no adverse patient effects were reported during or following the procedure. This was discovered during a procedure on (B)(6) 2025. Additional information was received on 5-jan-2026: the plate part number remains unknown; however, the same plate was used to complete the case, and only the screw was replaced.